Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe plastipak 10ml s/su contained foreign matter. It was observed that the syringe has contamination inside - possible presence of mold. The package is sealed. Material: hypodermic syringe without needle. Reference: 990172. Batch: 6071496 / fab: 2026-03. Affected quantity: 1 unit. Photo submitted: yes. Video uploaded: yes. Sample for collection: yes. Anvisa notification: yes, under no. 2026.05.002637.